Event description:
It was reported that the patient presented to hospital for an implant procedure. During the procedure, it was noted that left bundle branch (lbb) lead was stretched. The lbb lead was not used and replaced on (B)(6) 2026. There were no patient consequences.